Manufacturer narrative:
Pt information was unavailable at time of this report. Attempts are being made to acquire that information. Results of engineering evaluation: unable to register scan and inaccurate scan. Results of system check-out: able to replicate approx 15mm errors when introducting metal into the field. System ceased navigation as designed when electromagnetic field is distorted and inaccuracies could be introduced.

Event description:
Site reported an awake tumor resection. Mnav rep not present for the registration, site rep reported to medtronic, it took several attempts to get accurate registration. Reported inaccuracy of approx 15mm during the case.